Event description:
It was reported that during the use of the product, the customer noticed the cuff pressure was would not go up. No patient injury.

Manufacturer narrative:
Device evaluation- one used sample was returned for evaluation and visual inspection indicated the device appeared in good condition. The device was tested for inflation by inflating fully and leaving it for 12 hours. After 12 hours, the cuff was still fully inflated. Based on the device functioning as intended, the reported failure could not be confirmed. No device history review was conducted as no fault was found, but a trend analysis found no similar complaints for this item number.